Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1-8 failed due to a faulty mini engine. A field service engineer replaced the mini-engine to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia es system, the main 1.8 had repeated failures, with the mini tray and faceplate popping off. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.